Manufacturer narrative:
.

Event description:
It was reported that the patient¿s vns no longer stops seizures, but used to. It was reported that the patient¿s vns settings are titrated up already. Good faith attempts for additional relevant information have been unsuccessful to date.